Event description:
It was reported that the patient went in for a pump replacement due to end of life; routine battery change. During that time, it was determined that the catheter was fractured; there was no cerebrospinal fluid. The catheter was replaced. The patient did not have symptoms prior to replacement. It was noted they wrote the dosing for a 20% decrease post-op. Patient's new system was providing "extremely effective therapy" at the time of the report. The drugs in the pump were compounded baclofen and clonidine.

Manufacturer narrative:
Catheter model# 8709 lot# j12126r02; implanted: (B)(6) 2005. Explanted: (B)(6) 2011.final analysis of the pump revealed no anomaly found. Analysis of the returned catheter segments and connector revealed: segment 1 - no leaking seen, no anomaly seen. Segment 2 revealed a hole; leaking was seen. A small shear hole was found 10.5 cm from the proximal end of segment 2. No anomaly was seen in the 40 degree connector. Final analysis of the catheter revealed catheter body damage occurred to catheter body and/or guidewire during implant procedure.